Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm displayed split images during a case. Upon reboot, no image was displayed. Another unit was used to complete the case. There was no report of patient injury.